Event description:
The biomed stated that the drpt (log) showed an air valve stuck closed e/c 4011 which probably caused the the unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.